Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error, time clock anomaly and audio anomaly. The customer¿s blood glucose level was unknown. The customer reported that the slight hazy across screen from wear and tear. The customer reported that the time clock was lagging. It was reported that the insulin pump made grinding noise and also had motor error. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit, failed battery test alarms or time/clock anomaly noted during testing. However, unit alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. No rewind grinding loud/noise anomaly. Motor passed motor test. Device had cracked lcd window. (B)(4).